Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_lead, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that there was a lead migration after a fall in (B)(6) 2020. The neurostimulator is explanted and distal half of a lead left deep in the sacrum and pelvis after the snm was explanted. No further complications were reported/anticipated at this time.